Event description:
Edwards received notification that during procedure of double mitral and tricuspid valve replacement a explant at implant for the mitral valve 7300tfx31 was required. There were no problems reported during the implantation, however after weaning the cardiopulmonary bypass (cpb), the intraoperative transesophageal echo showed a huge regurgitation on the mitral valve with a leaflet opening defect, immediate explant was decided. During mitral valve explant no braided threads were noted to be hindering the leaflet motion however the valve was found to be deformed with a significant coaptation defect. The nurse preparing the valves confirmed that they did not see any device problem prior to implant. Following a second weaning from cbp with spontaneous resumption of cardiac activity, this time the (tee) for the second valve showed successful implantation with non-leaking and non-stenotic. After few moments, left ventricular collapse with an ejection fraction of 20%, active bleeding was observed coming from the posterior wall of the ascending aorta on the concavity of the arch, at the point of the clamp was located. Hemostasis was attempted but unsuccessful. The physician decide to clamp to try to control the tear of the aorta, and finally the aorta was replaced with a graft. Homeostasis could not be achieved; the patient finally declined intraoperatively due to a hemorrhagic shock.

Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. Per imaging evaluation: customer reports of regurgitation, restricted leaflet motion, and leaflet coaptation issues were unable to be confirmed. Five color photos of explanted valve outflow aspect were provided. Valve appeared to have horizontal creases/folds on all three leaflets with a gap in the coaptation region. The creases were wider than the typical suture loop and no suture track indentations were apparent in the provided images. Multiple suture fasteners appeared to remain attached to the sewing ring around the valve. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The device was not returned to edwards lifesciences for further investigation. Images and medical records were provided but did not contain enough information to determine the root cause of the event. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Based on the information available, a definitive root cause is unable to be confirmed; however, patient and/or procedural factors, including device interference with patient anatomy and leaflet distortion that resulted from handling likely caused or contributed to the reported event. There is no evidence to suggest an edwards manufacturing defect. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.